Manufacturer narrative:
It was confirmed that the mating connector was thermally fused inside of the electronics rack (sma to e2k connector). Damage to the electronics rack - interface platform cable bundle was also noted during investigation. Historical complaint data was reviewed and no trend was observed. The neuroblate system instructions for use, revision b (current) contains laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" -"to avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." No harm was observed in this event or any previously reported event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective. Note: date received by manufacturer reflects the date the investigation activities were completed.

Event description:
During an ablation procedure, it was reported that after firing the laser for a half hour or so, the connector at the rack panel was thermally fused. The damaged hardware was replaced, and the ablation continued without issue following the repair. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Correction to lot number on initial report. Manufacture date is being updated to reflect the date this lot passed incoming inspection.